Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had low blood glucose three times in one day due to her insulin pump over delivered the insulin. Customer stated that her insulin pump does not deliver when the reservoir is low, but other times she got more insulin then what she had programmed. Nothing further was reported.